Event description:
It was reported that the patient had an infection at the battery site. Symptoms of redness, swelling, and drainage were noted. During the last revision (MFR. Report no. 3006630150-2022-03313), the physician noticed that the patient had a chronic infection which in turn was preventing proper wound healing. Infection was not device or procedure related. The patient was prescribed with antibiotics and pressure dressing had been applied. The patient underwent an explant procedure and was recovering well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20266610.